Event description:
It was reported that locking mechanism assembly was been broken, which could affect chair stability. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.